Event description:
It was reported the patient experienced pain in her back and down her legs when stimulation was on for the past couple weeks. The patient continued to use stimulation, because it did help. The implantable neurostimulator (ins) was programmed on program 1 at 3.0 volts. The patient changed to program 2 at 3.90 volts. The ins was removed because it was not working. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: product typ lead product ID 3778-60 lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: product typ lead product ID 37752 lot# serial# (B)(4) implanted: explanted: product typ recharger product ID 37743 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient. (B)(4).